Event description:
The customer reported to olympus, the output jack was loose on the evis exera iii video system center. The issue was found during an unknown procedure. There were no reports of delays. Upon the receipt and inspection of the returned device, it was discovered that the loose socket was due to a faulty printed circuit board. There were no reports of patient or user harm associated with this event. The report is being sent to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿the output jack was loose¿ was confirmed. The device evaluation found intermittent component output signal was due to faulty printed circuit board, worn out video connector latch caused poor connection with the pigtails. And the software version was 3.01. The investigation is ongoing and follow-up the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.